Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02090 addresses the other device. It was reported to boston scientific corporation that two active cords were used during a colonoscopy procedure. According to the complainant, neither cord would remain attached to the accessory device in use; the nurse had to hold the second active cord and accessory device together to complete the case. No visible damage was noted either cord, but it was reported that the diameters of the inner metal connectors were slightly larger than usual. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02090 addresses the other device. It was reported to boston scientific corporation that two active cords were used during a colonoscopy procedure. According to the complainant, neither cord would remain attached to the accessory device in use; the nurse had to hold the second active cord and accessory device together to complete the case. No visible damage was noted either cord, but it was reported that the diameters of the inner metal connectors were slightly larger than usual. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found the cable insulation to be nicked approximately 4.2cm from the proximal end of the plug. The outer diameters of both the banana jack and the plug were found to be within specification. The accessory device used during the procedure was not returned; therefore, the complaint of difficulty connecting could not be confirmed. Additionally, the dimensions of the cord were found to be within specification. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. The nick in the cord insulation was likely caused by anatomical/procedural factors.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device manufactured date is unknown. (B)(4): difficulty connecting active cord to accessory device. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.